Manufacturer narrative:
System was used for treatment. Kit lot e110 was reviewed. There were no non-conformances. This lot met all release requirements. The uvadex lot number was not provided. However, a review of all uvadex lots manufactured since january 2013 was performed. No trends or nonconformances related to the complaint were noted. Trends were reviewed for all complaint categories and no trend was detected for drive tube leak/break. This assessment is based on information available at the time of the investigation. Photos associated with the complaint were returned for analysis. A very small amount of blood was observed on the drive tube and drive tube clamp assembly unit. Evaluation of the photos confirmed a small amount of blood on the drive tube and it appears that the tri-connector is slightly lifted from the drive tube. A root cause cannot be determined from the information provided. (B)(4). Device not returned.

Event description:
Customer reported that at the end of treatment, when kit has been released, they discovered a very small amount of blood on the drive tube and drive tube clamp assembly unit. Customer said treatment was completed without any issues and/or alarms. Patient was already disconnected at the time leak was noticed. Patient was reported stable. Customer submitted photos for investigation.